Event description:
Delayed/slow drainage out of the chest in operating room during betadine pleurodesis. Later found to be leaking while still in operating room. Device replaced. Manufacturer response for bottle, collection, vacuum, pleur-evac (per site reporter). Suggested a problem with surgeon. 15+ years of service and excellent surgical history. Problem with device since switching to new product. Quality issue with product- ongoing reports submitted with less than adequate response.